Event description:
Patient reported lightheadedness intermittently for 3 weeks. Patient experienced loss of consciousness 3 times. Patient presented to the hospital. Upon interrogation, device was oversensing and had high thresholds. Over the next few days, while awaiting lead replacement, the lead lost capture at max. Threshold. Impedance was > 8000 ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; full lead returned and analyzed.